Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the customer provided picture identifies the unit but provides no complaint related information. Visual inspection of the rf12000, q2 controller s/n: (B)(6); the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q 2018. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-on and immediately a hardware failure f4 came up with a acoustical sound and the red attention led; the failure could not be reset; the complaint was confirmed and the root cause is associated with design. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a knee surgery the qunatum controller presented a f4 alarm. The procedure was completed with a s+n back-up device. A significant delay was reported, and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture identifies the unit but provides no complaint related information. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.